Event description:
The pt experienced a loss of therapeutic effect which he believed could be due to cold temperatures. He also experienced a fading sensation. Further info is being requested from the hcp.